Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue male connector (female connector) of a minicap transfer set was unable to disconnect from a 3l manual drain bag. This was observed during use of the device for peritoneal dialysis therapy. It was further reported that ¿when attempting to detach/unscrew the drain bag, the dark blue main connector unscrewed from the housing (main body) of the miniset¿. This issue was observed in the clinic with a new transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.